Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex biliary rx covered stent was to be implanted in the biliary tract to treat a malignant biliary stenosis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the stent was able to be deployed inside the patient; however, the physician noted a hole on the stent cover. The stent was removed from the patient using forceps and another walflex biliary stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a04 captures the reportable event of stent cover damaged. Block h10: a wallflex biliary rx covered stent and delivery system were returned for analysis. The stent was returned completely deployed. Visual examination of the returned device found the stent cover was damaged (ripped) near to the proximal section. No other issues with the stent and delivery system were noted. The reported event of stent cover damaged/defective was confirmed. The investigation concluded that the reported event was likely due to factors encountered during the procedure and/or due to the patient's tight anatomy. It might be that during removal of the delivery system, the stent cover was damaged with the reconstrainment band, limited the performance of the device and contributed to the rip noted in the stent cover. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/ product label.

Event description:
It was reported to boston scientific corporation on march 19, 2021 that a wallflex biliary rx covered stent was to be implanted in the biliary tract to treat a malignant biliary stenosis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on march 17, 2021. Reportedly, the patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the stent was able to be deployed inside the patient; however, the physician noted a hole on the stent cover. The stent was removed from the patient using forceps and another walflex biliary stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.